Event description:
A couple of days ago, the customer tested back to back tests within 10 minutes and had a reading of 480 mg/dl and then 110 mg/dl. Customer received a test result of 480 mg/dl. Customer dosed 20 units of insulin. Customer does not recall what insulin was taken. Customer retested on meter and result was 110 mg/dl. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.